Manufacturer narrative:
The involved core entree ii valve/reducer was not returned for evaluation. In addition, no visual evidence (photographs) of the reported "seal tore off" was provided by the end-user. Without the involved device, an evaluation could not be performed and the root cause of the alleged "breakage therefore could not be determined and/or complaint verified. A review of the device history record for this device was not possible as the lot number was not made available. A two (2) year review of product history for this device revealed eighteen (18) similar occurrences for the tear/detachment of upper seal. (B)(4). To date there have been no patient long term adverse effects reported regarding this incident. Product specification states that 10/12mm cannulas must allow instruments ranging from 4.5mm to 12.4mm in diameter to pass thru the seals and cannula. The specific instrument and the size of the instrumentation used when this reported incident occurred is unknown. This type of failure is reduced by testing each assembly in manufacturing for proper valve placement and air leakage using a gilmont test gauge. In this instance, the cause of this reported problem was unable to be determined. However, based on available information it is believed that the "torn seal" might be use related. The end-user may have been introducing instruments into the valve/reducer at an angle. Another possible cause that could tear the seal is the introduction of sharp instrumentation through the seal. The 5-12mm entree ii valve/reducer is comprised of an internal silicone valve and reducer contained in a plastic housing. When attached to a compatible cannula, it allows the insertion of multi-sized instrumentation and prevents co2 gas loss. The entree ii valve/reducer, available in 5-12mm size has application in gynecological laparoscopy, laparoscopic cholecystectomy and other laparoscopic procedures. To prevent damage to the device and leakage of peritoneal gases, the instructions for use (IFU) provides the following precautions and warnings: - to prevent damage, the trocar should not be introduced into the valve/reducer at an angle. - sharp instrumentation may compromise the elastic seal. - desufflation will occur during instrument insertions if the elastic seal is compromised. - when endoscopic instruments and accessories from different manufacturers are employed together in a procedure verify compatibility prior to initiation of the procedure.

Event description:
The end-user facility reported that during use of a cd775 core entree ii 5-12mm valve/reducer in a laparoscopic cholecystectomy on (B)(6) 2015, the seal of the device was allegedly torn off when the end-user inserted an instrument to retrieve a small specimen. Reportedly, the seal fell into the patient's peritoneal cavity and the detached seal was successfully retrieved from the patient. The instrument and its dimensions utilized for specimen retrieval was unknown. Another cd775 was used to complete the surgery with no patient injury or surgical delay reported. This device is not available for return. To date, we have not received any information that a long term adverse event has occurred.